Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The field service engineer (fse) reported running est and observing a (3126) error code, between oxygen flow sensor and exhalation flow sensor. The fse replaced the exhalation flow sensor and performed another est successful. The fse performed required safety tests and returned to service. The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated due to the exhalation flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing extended self-test (est) with code (3126) flow error. There was no patient involvement.